Event description:
The peritoneal dialysis (pd) pt called tech support to report that she drained 8302ml in drain 0 when she was expecting only to drain 2500ml. She added that she did not complete a daytime exchange. Note: upon recovery of treatment data from the peritoneal cycler, it was discovered that the large drain occurred in drain 1 and not drain 0, data provided below: drain 0: 394ml, drain 1: 8366ml; fill 1: 2503ml, fill 2: 1782ml; cycler powered off. The pt's pd rn states that no medical intervention was required during or following this event and that the patient continues with the ccpd program in stable condition. The reported large drain volume of 8366ml exceeds the 180 % drain criteria (drain volume/prescribed fill volume; 8366ml/2500ml=335%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided from the peritoneal cycler. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.